Event description:
Dealer alleges the left caster on a m51 power chair was locked up causing the chair to veer to left through troubleshooting found left side fork stem is loose in the head tube due to hardware inside is loose.